Manufacturer narrative:
This report is submitted july 17, 2018.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit from device use and subsequently, was explanted on (B)(6) 2018. There are no plans to reimplant the patient with a new device as of the date of this report.